Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After the repositioning sheath was placed, the impella cp appeared malpositioned and upon repositioning, the pigtail came across the aortic valve (av). The attempts to place it back across the av were unsuccessful. The guidewire port was wired and the impella was removed. 14 french x 25 centimeter oscor were placed by the left femoral artery and the impella was successfully placed without issue. It was reported that the left groin hematoma from overnight was then soft with moderate bruising noted. One forty beat run of non-sustained ventricular tachycardia was noted from the previous evening post extubation. The staff observed a slightly shallow impella position on echocardiogram, angled toward the mitrial structures, but no anterior leaflet harassment was noted.